Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain. The right ventricular (rv) lead exhibited high impedance and suspected loss of capture. The current electrograms showed no observations. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced an rv lead perforation. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.